Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported failure was due to an inductor, designator l10 which was broken off of the solder pad.

Event description:
It was reported that the customer's device would no longer power on. There was no patient use associated with the reported failure.